Event description:
It was reported that when patient presented in clinic for a follow up visit, high, out of range, high voltage inadequate capture issue was observed on the rv lead. Patient is pacemaker dependent. There were plans to upgrade the device system and implant a lv lead however this was not possible due to patient anatomy. The ra lead remains implanted. The rv lead was explanted and a new lead was implanted. Patient was stable prior, during and post procedure.